Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified the system was stuck in "system booting please wait". Cmos error was received on image acquisition system (ias) boot-up. The cmos battery was replaced. The bios settings were set to correct configurations. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the image acquisition system (ias) would get stuck in the booting up phase. The "initializing please wait" message would just persist. The site tried re-seating the umbilical cord, powered and rebooted.